Manufacturer narrative:
The screw shanks and heads were returned and evaluated by product engineering. Visual inspection confirmed that they had fractured at the point where the screw head transitions into the shank. Internal testing has shown that screws inserted into pilot holes prepped via probes experienced greater maximum insertion torque than those inserted into pilot holes prepped via drill or drill and tap. An increased insertion torque can put more stress on the screw, potentially leading to fracture. Drill and tap instrumentation is included in the northstar system. Possible adverse events : bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's northstar posterior cervical fusion system. A polyaxial, favored angle screw broke just below the screw head during insertion into the left side of the t1 vertebrae. A second polyaxial, favored angle screw broke at the same point during insertion into the right side of the t1 vertebrae. Both screw shafts were removed from the patient. This resulted in a 20 to 30-minute surgical delay. A straight probe had been used to create both screw pilot holes. No patient injury was reported. Two screws were returned for evaluation; it is unknown which screw is associated with which fracture. This report is for lot cr46075c.

Event description:
On (B)(6) 2024 , a patient underwent spinal surgery utilizing seaspine's northstar posterior cervical fusion system. A favored angle screw broke just below the screw head during insertion into the left side of the t1 vertebrae. A second favored angle screw broke at the same point during insertion into the right side of the t1 vertebrae. Both screw shafts were removed from the patient. This resulted in a 20 to 30-minute surgical delay. No patient injury was reported. Two screws were returned for evaluation; it is unknown which screw is associated with which fracture. This report is for lot cr46075c.

Manufacturer narrative:
Investigation of the returned part is ongoing. Possible adverse events bending, disassembly, or fracture of implant and components.